Manufacturer narrative:
No RMA has been issued for the return of this device. The model r51lx serial number (B)(4) is 5 years and 5 months old. The user manual 1106645 rev d (08/05) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. The following warning is provided on page 2: "wheelchair users: do not service or operate this equipment without first reading and understanding the owner's operator and maintenance manual and the seating system's manual (if applicable). If you are unable to understand the warnings, cautions, and instructions, contact invacare technical support before attempting to service or operate this equipment - otherwise injury or damage may result." It is unknown if the wheel chair has been exposed to moisture in the form of rain, beverages or incontinence. Unwanted moisture might effect wheel chair performance. The following information is provided on page 14: "rain test - invacare has tested its power wheelchairs in accordance with iso 7176 part 9 "rain test." This provides the end user or his/her attendant sufficient time to remove his/her power wheelchair from a rain storm and retain wheelchair operation. Do not leave power wheelchair in a rain storm of any kind. Do not use power wheelchair in a shower or leave it in a damp bathroom while taking a shower. Do not leave power wheelchair in a damp area for any length of time. Direct exposure to rain or dampness will cause the chair to malfunction electrically and mechanically; may cause the chair to prematurely rust. Check to ensure that the battery covers are secured in place, joystick boot is not torn or cracked where water can enter and that all electrical connections are secure at all times. Do not use the joystick if the boot is torn or cracked. If the joystick boot becomes torn or cracked, replace immediately." The unintended movement of the device may be related to emi. The following warnings are provided on page 15 and 16: "warning - caution: it is very important that you read this information regarding the possible effects of electromagnetic interference on your powered wheelchair. Electromagnetic interference (emi) from radio wave sources powered wheelchairs and motorized scooters (in this text, both will be referred to as powered wheelchairs) may be susceptible to electromagnetic interference (emi), which is interfering electromagnetic energy (em) emitted from sources such as radio stations, tv stations, amateur radio (ham) transmitters, two way radios, and cellular phones. The interference (from radio wave sources) can cause the powered wheelchair to release its brakes, move by itself, or move in unintended directions. It can also permanently damage the powered wheelchair's control system. The intensity of the interfering em energy can be measured in volts per meter (v/m). Each powered wheelchair can resist emi up to a certain intensity. This is called its "immunity level." The higher the immunity level, the greater the protection. At this time, current technology is capable of achieving at least a 20 v/m immunity level, which would provide useful protection from the more common sources of radiated emi. There are a number of sources of relatively intense electromagnetic fields in the everyday environment. Some of these sources are obvious and easy to avoid. Others are not apparent and exposure is unavoidable. However, we believe that by following the warnings listed below, your risk to emi will be minimized. The sources of radiated emi can be broadly classified into three types: hand-held portable transceivers (transmitters-receivers with the antenna mounted directly on the transmitting unit. Examples include: citizens band (cb) radios, "walkie talkie", security, fire and police transceivers, cellular telephones, and other personal communication devices). Note: some cellular telephones and similar devices transmit signals while they are on, even when not being used. Medium-range mobile transceivers, such as those used in police cars, fire trucks, ambulances and taxis. These usually have the antenna mounted on the outside of the vehicle; and long-range transmitters and transceivers, such as commercial broadcast transmitters (radio and tv broadcast antenna towers) and amateur (ham) radios. Note: other types of hand-held devices, such as cordless phones, laptop computers, am/fm radios, tv sets, cd players, cassette players, and small appliances, such as electric shavers and hair dryers, so far as we know, are not likely to cause emi problems to your powered wheelchair. And....."warning - powered wheelchair electromagnetic interference (emi). Because em energy rapidly becomes more intense as one moves closer to the transmitting antenna (source), the em fields from hand-held radio wave sources (transceivers) are of special concern. It is possible to unintentionally bring high levels of em energy very close to the powered wheelchair's control system while using these devices. This can affect powered wheelchair movement and braking. Therefore, the warnings listed below are recommended to prevent possible interference with the control system of the powered wheelchair. Electromagnetic interference (emi) from sources such as radio and tv stations, amateur radio (ham) transmitters, two-way radios, and cellular phones can affect powered wheelchairs and motorized scooters. Following the warnings listed below should reduce the chance of unintended brake release or powered wheelchair movement which could result in serious injury. Do not operate hand-held transceivers (transmitters receivers), such as citizens band (cb) radios, or turn on personal communication devices, such as cellular phones, while the powered wheelchair is turned on; be aware of nearby transmitters, such as radio or tv stations, and try to avoid coming close to them; if unintended movement or brake release occurs, turn the powered wheelchair off as soon as it is safe; be aware that adding accessories or components, or modifying the powered wheelchair, may make it more susceptible to emi (note: there is no easy way to evaluate their effect on the overall immunity of the powered wheelchair); and report all incidents of unintended movement or brake release to the powered wheelchair manufacturer, and note whether there is a source of emi nearby. Important information: 20 volts per meter (v/m) is a generally achievable and useful immunity level against emi (as of may 1994) (the higher the level, the greater the protection); the immunity level of the product is unknown. Modification of any kind to the electronics of this wheelchair as manufactured by invacare may adversely affect the rfi immunity levels."

Event description:
The facility alleges the consumer was riding in her power chair when it allegedly tilted backwards, causing the consumer to fall out and hit her head. No serious injury is alleged.